Event description:
It was reported that a large volume infusor leaked from the reservoir. This malfunction was identified after filling, during the storage of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should addiitonal relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured on june 04, 2014 - june 05, 2014. Evaluation summary: the device was received for evaluation. Visual inspection did not reveal any evidence of a leak. A functional leak test was performed, the device did not show signs of leakage. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.